Manufacturer narrative:
The additional vessel closure device with reported issue referenced is filed under a separate medwatch report number. The device is expected to be returned for investigation. It has not yet been received. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that suture placement in the calcified right and left common femoral arteries (rcfa and lcfa) was attempted with prostyle devices using the pre-close technique via an 8f sheath hole prior to an endovascular aneurysm repair (evar) interventional procedure. Reportedly, pre-placement of two prostyle sutures were successful in the rcfa without issue. When attempting to place prostyle sutures in the lcfa, a cuff miss [suture retrieval issue] occurred with two devices because the devices were moved while pressing the plunger. The sutures of two new prostyle devices were successfully pre-placed in the lcfa. The sheath was upsized to a sheath greater than 10f and the evar procedure was completed. Hemostasis was achieved with the pre-placed prostyle sutures bilaterally. There was no reported adverse patient sequela and no reported clinically significant delay in the procedure or therapy. No additional information was provided.

Manufacturer narrative:
The device was returned for analysis. The reported cuff miss was confirmed. A review of the manufacturing records identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. The reported difficulty and subsequent treatment appear to be related to an interaction of the device with patient anatomy or inability to maintain position/stability of the device during deployment due to circumstances of the procedure. Based on the information reviewed, there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.